Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during atrial fibrillation ablation procedure, a versacross access solution kit was selected for use. The physician mentioned that upon trying to pre-map with another catheter in the sheath, there was a lot of air. An issue was noted with the sheath/valve opening and it would not allow to flush properly. Hence, the sheath was replaced with faradrive as the physician was planning on exchanging later in procedure. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed). There were no other device present in the sheath when bubbles were seen. It was attempted to aspirate the sheath, but this was the time why it was not flushing/aspirating. It is believed the valve was attempted to open and close to see if that would help. There was no damage to the luer. No air was noted in the patient.